Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. Black spot/marking were observed. The reported complaint was not confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter did not power on with button depression or with strip insertion. The meter was unable to be downloaded. Upon visual inspection of the meter, a shattered and cracked screen was observed. The complaint is not confirmed due to a user issues as the damage is consistent with being dropped.this serves as a correction report. Section date received by manufacturer was incorrectly documented in the follow up #1 MDR 30 day report. The correct date is october 18, 2017. Section addtl mfg narrative has also been updated.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
During visual inspection of the returned product damage to the meter casing was identified. Pry marks were observed on the casing near the test strip port, which resulted in the meter¿s casing separating.  Due to the damage the meter was unable to be powered on. Based on the visual inspection the cause was determined to be inappropriate use and maintenance of the device. No product deficiencies were identified. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. (Date received by mfg) was incorrectly documented in follow-up report #2. The correct date is december 11, 2018.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
During visual inspection of the returned product damage to the meter casing was identified. Pry marks were observed on the casing near the test strip port, which resulted in the meter¿s casing separating. Due to the damage the meter was unable to be powered on. Based on the visual inspection the cause was determined to be inappropriate use and maintenance of the device. No product deficiencies were identified. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Date received by mfg were incorrectly documented in follow-up report #1. The correct date is oct10,2017.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.